Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (std. Drill speed)be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer head became disengaged from the shaft, during a next generation trochanteric fixation nail -advanced(tfna) procedure to treat a pathologic femur fracture. The shaft broke where it attaches to the reamer irrigator aspirator(ria) head. The surgeon was completed with reaming when this event occurred. No fragments were left in the patient. The procedure was completed successfully with no surgical delay nor patient harm. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.